Event description:
Medtronic received information regarding a thermal therapy system being used outside of a procedure. It was reported that upon bootup, the system displayed error 162 ("162 - system options not set. Your system configuration has changed since your last boot. Addition of a hard drive, etc., or loss of power to the real time clock has occurred. Pressing f1 will record the new configuration. If this message persists, you may need to replace the onboard battery."). Troubleshooting was performed. The local representative (rep) was able to proceed by pressing f1 and resetting the date and time. The system was operable. It was noted that the suspected cause of the issue was a malfunctioning complementary metal-oxide semiconductor (cmos) battery. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mc-visualase, serial/lot #, ubd: unknown, UDI#: unknown. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.